Manufacturer narrative:
Backrest piston leaking fluid.

Event description:
It was reported by service report that the head end backrest piston was leaking. No pt involvement or adverse consequences are reported.